Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the balloon kept expanding out of the cervix and outside the patient after insertion. This was due to a hole in the balloon that was discovered just as therapy was beginning. Some of the fluid leaked out, but the amount is unknown. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.